Event description:
It was reported that a minimum fill notification occurred when customer attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.